Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump power and flow elevations between on (B)(6) 2022, then again between on (B)(6) 2022. On (B)(6) 2022 the patient's lactate dehydrogenase (ldh) had decreased to the 400's from previously being in the 500-600 units/l range. The patient underwent a pump exchange from heartmate ii to heartmate 3 on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported power and flow elevations; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2022 at 19:29:25 until (B)(6) 2022 at 18:32:44. The log files captured the pump operating with a fixed speed of 9000 revolutions per minute (rpm) with a low-speed limit of 8800 rpm. Throughout the log file there were 5 elevations in pump power from 8.0-8.8 watts with a corresponding increase in flow captured during pi events. The log file appeared to show the pump operating as intended. The patient underwent heartmate ii to heartmate 3 exchange on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6, (¿patient care and management¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.